Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported via a medwatch report ((B)(4)) that during a left lateral collateral ligament reconstruction procedure, it was observed that the end of the drill bit broke off inside the drill. No further information was provided.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned for evaluation.

Event description:
It was reported via a medwatch report ((B)(4)) that during a left lateral collateral ligament reconstruction procedure, it was observed that the end of the drill bit broke off inside the drill. No further information was provided.